Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit a sudden increase in right atrial (ra) impedance measurement. It was noted that the ra lead is a non-boston scientific lead. It was also noted the jump in impedance was high however remained in normal range limit. Technical services (ts) advised the health care professional (hcp) to schedule patient for an office visit for further device evaluation. At this time the crt-d and non-boston scientific ra lead remain in service.